Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hcp is reporting to nca/bfarm: "prosthesis replacement of a blackened by bfarm. Prosthesis that was implanted in 2006 at hospital, together with a depuy metal-on-metal asl large-head prosthesis. Now, massive taper corrosion with systemic and local metallosis; during removal, massive abrasion of the stem taper, as is known to occur with asl mom large-head prostheses. Today, complete and complex explantation of the stem and acetabulum and reconstruction of the joint took place. The depuy asl cup and head were also explanted. The head shows moderate signs of wear; a lot/ref. Number is not visible on the depuy implants; they are the asl cup and head size 60 mm. The combination used is presumably "off-label," and neither blackened by bfarm. Nor depuy will be interested in or responsible for this combination of implants - nevertheless, reporting is still low-threshold here. The implants are available for examination and can be requested from the manufacturer if interested." The product was not returned to j&j medtech orthopaedics for evaluation. However, photos and x-rays were provided for review. See attachments (B)(4). The complaint investigation concluded that the event was related to the asr platform which was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. There was no allegation of deficiency with this device. Furthermore, with the provided information it was confirmed that a competitor's product was used. Properly handling and attention to the approved use of the device diminishes the risk of failure. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d6b, d10 (concomitant), h6 (health effect - clinical code). Corrected: b3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the patient underwent a r total hip using a zimmer stem and depuy synthes asr cup and head. Doi was in 2006. On (B)(6) 2025, it is stated that the patient had 6-8 weeks of increasing symptoms in his right hip including pain, difficulty with movement, and instability with a leg length difference of 0.5cm. X-rays show signs of stem loosening on the right. Revision occurred on (B)(6) 2025. Massive locally destructive hip metallosis with partial destruction of the proximal femur was identified. Taper corrosion was also identified. Femur fracture requiring cerclage was noted during removal of the competitor stem. Osteophytes were identified around the cup. Black granulation tissue was present throughout the joint. The patient had elevated cobalt and chromium values.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hcp is reporting to nca/bfarm: "prosthesis replacement of a blackened by bfarm prosthesis that was implanted in 2006 at hospital, together with a depuy metal-on-metal asl large-head prosthesis. Now, massive taper corrosion with systemic and local metallosis; during removal, massive abrasion of the stem taper, as is known to occur with asl mom large-head prostheses. Today, complete and complex explantation of the stem and acetabulum and reconstruction of the joint took place. The depuy asl cup and head were also explanted. The head shows moderate signs of wear; a lot/ref. Number is not visible on the depuy implants; they are the asl cup and head size 60 mm. The combination used is presumably "off-label," and neither blackened by bfarm nor depuy will be interested in or responsible for this combination of implants - nevertheless, reporting is still low-threshold here. The implants are available for examination and can be requested from the manufacturer if interested."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, expiry date, catalog), h4. Corrected: d1, d2a, d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.